Manufacturer narrative:
Results: one used sample and ten unused samples were returned for evaluation. A visual/microscopic inspection of the used sample revealed a broken catheter that appeared to have been cut by a sharp object. Of the unused samples, four or the ten samples were from lot # 6295085 and six were from lot # 6230127. The customer's reported defect was not observed on any of the unused samples. As previously reported, a review of the device history records for lot numbers 6295085 and 6230127 no irregularities during the manufacturing process. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: although a broken catheter was observed on the returned used sample, an absolute root cause for this incident cannot be determined. Additionally, out quality engineer notes that there is no process in the manufacturing facility that could have cause the customer's reported defect.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6295085; medical device expiration date: 10/31/2021; device manufacture date: 10/21/2016. Medical device lot #: 6230127; medical device expiration date: 08/31/2021; device manufacture date: 8/17/2016. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: five photos were returned for evaluation. A photo inspection revealed a used and broken catheter. A review of the device history records for lot numbers 6295085 and 6230127 no irregularities during the manufacturing process. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a bd¿ arterial cannula with bd flowswitch¿ 20g x 45mm broke off in a patient's artery and had to be removed surgically.